Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 07/14/2015: lot 104483: (B)(4) items manufactured and released on 03/24/2011. No anomalies found related to the event. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Gmk fixed tibia code 1205r lot 114496 ((B)(4)): (B)(4) items manufactured and released on 02/14/2012. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Gmk cemented femur code 02.07.2005r lot 115325 ((B)(4)) (B)(4) items produced and released on 02/14/2012. No anomalies found related to the problem. To date, all the items of the lot have been sold without any similar reported issue. Gmk resurfacing patella code 02.07.0035rp lot 120148 ((B)(4)): (B)(4) items manufactured and released on 03/29/2012. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 06/19/2015 it was communicated that the hospital accidentally threw away the explanted materials. Clinical evaluation performed on 06/26/2015 by the (B)(4): the x-ray picture is very compatible with a hypothesis of infection, which is very likely. The implant had been correctly positioned and it is misfortune that it had to be removed. The root cause is likely to be secondary infection. On 07/01/2015 we receive the following information: no pathology on file. Only cultures taken in the operating room during explanation. Enterococcus faecalis was the bug. On 07/15/2015 the case was closed: a final report was prepared with the information reported above and it was sent to the initial reporter.